Manufacturer narrative:
Device was returned for analysis. A visual inspection of the pump did not find anomalies. Initially, engineering was unable to push air or sterile water for injection through the cap septum. After the second decontamination of the pump to remove the catheter access port (cap) and the suture ring, the cap was found to be patent. An investigation showed that the pump successfully primed and flowed within specification, at 95% efficiency, without the cap and suture ring. Due to partial delay in analysis on account of covid-19, it is likely that any fluid left in the catheter access port solidified and caused an occlusion in the cap flow path. After removing the cap and suture right, this pump was able to flow. The root cause of the patient's alleged 'withdrawal symptoms' was not determined. During the investigation, the pump was functioning per specification. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Company representative confirmed that no direct pump malfunction was reported and believes that the alleged patient symptoms may have been an issue with the catheter rather than the pump. The issue has reportedly since resolved as when the pump was exchanged, the catheter was aspirated and may have dealt with any type of occlusion that way. Internal complaint number: (B)(4).

Event description:
(B)(6) 2020- follow up was made to determine the cause of explant. Reporter confirmed that no pump allegation was reported. The pump was explanted due to "no therapeutic effect" for the patient; however, no direct pump malfunction was alleged. He also reports that it may have been an issue with the catheter rather than the pump, but the physician chose to move forward with a pump explant regardless. The issue has reportedly since resolved as when the pump was exchanged, the catheter was aspirated and may have dealt with any type of occlusion that way.

Manufacturer narrative:
Corrected data: b4- date of this report. H4- manufacturing date. Additional data: b5- event description. D4- lot #. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that patient was admitted to hospital for consistent withdrawal symptoms. The pump was subsequently explanted.